Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat lesion in the superficial femoral artery. The vessel was not calcified or tortuous and had not been pre-dilated. The 6.0/120 mm absolute pro self-expanding stent system (sess) was advanced in the patient anatomy. There was no resistance with the thumb advancer during stent deployment. During deployment the stent separated at the middle, in two pieces. The separated distal portion of the stent was successfully deployed in the target lesion and the proximal portion of the stent was implanted 10-15cm from the distal portion of the stent. No attempt was made to retrieve the separated stent as the stent portions had been expanded. An unspecified stent was implanted to cover the gap between the two separated stent segments. There was no resistance during the procedure. Although there was a delay in the procedure it did not result in significant impact to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The stent fracture was unable to be confirmed as it was not returned. It may be possible the delivery system was pulled back during deployment resulting in the stent fracture; however, this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other complaints. The investigation was unable to determine a conclusive cause for the reported stent fracture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the filed medwatch, additional information received stated the proximal separated portion of the stent was deployed in healthy tissue, proximal to the target lesion. An additional stent was implanted to cover the lesion.